Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was stated that the customer changed the infusion set the day before the event, but the next morning the customer's glucose level was elevated. Then the customer gave several boluses without any results. Troubleshooting was performed. The programming in the insulin pump was correct. The customer stated that several boluses were delivered while the infusion set was connected to the insulin pump and the insulin did exit. No further information was provided.